Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient¿s graph was steady for more than 24 hours and the cgm was showing 3 mmol/l. He felt thirsty so a fingerstick bg was checked with a result of 28 mmol/l. His parent gave him 15 units of insulin, he stabilized, and was feeling well at the time of the report the following day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.